Event description:
It was reported that the pt was seen by the surgeon apparently complaining of continued hip pain and a severe rash over whole body. The surgeon decided to revise the hip due to the above mentioned complaints. During the revision surgery, the surgeon noted a significant amount of tissue which appeared to be necrotic as well as a whitish milky drainage from the hip joint. The surgeon proceeded to revise the hip by removing the liner, head, neck and stem and replaced the components with a securfit stem, a 36mm x3 liner and a new 36mm delta head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00849.